Manufacturer narrative:
Correction to h3. Arjo representative received a call from an attorney representing ssm health system. The attorney informed about a patient who allegedly sustained a skin breakdown while being on the rotorest delta bed in december 2015. An arjo legal department was trying to obtain additional information about the reported event, however due to patient confidentiality, no more details related to event circumstances or patient outcome were shared. Arjo received information from the customer counsel that there was no claim that arjo bed was defective. A review of device documentation from 2015 was conducted. There was no indication of any malfunction that could have contributed to a reported injury. Please note that the instruction for use for rotores delta includes information that skin condition should be monitor regularly. Also in the IFU there is information that: ¿skin care- monitor skin conditions regularly, particularly in areas where incontinence and drainage occur or collect, and consider adjunct or alternative therapies for high acuity patients. Early intervention may be essential to preventing serious skin breakdown. Give extra attention to skin at pressure points and locations where moisture or incontinence may occur or collect. Common pressure points include, but are not limited to the face, ears, axilla, shoulders, sides and upper and lower extremities. Do not leave patient in stationary position for more than two hours. Consider the use of topical skin lubricants or barriers to minimize risk of skin breakdown.¿ in the light of all information provided there is no indication that any product failure occurred. Due to limited information provided by the facility representative we are unable to determine the exact root cause of the reported issue. If any new information will be available the follow-up report will be sent. The device played a role in the reported complaint as the device was used for the patient¿s therapy. There is no indication that the device malfunction occurred. We reported this complaint to competent authorities in the abundance of caution due to allegation that skin breakdown occurred and limited information provided. H3 other text : explanation in h10 section.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On 12 march 2020 arjo received customer's complaint regarding rotorest delta bed. The patient alleged that she sustained skin breakdown during using the rotorest bed in (B)(6) 2015. Despite attempts, no more details about the incident or outcome were shared. There was no claim the bed was defective. Device documentation from 2015 also shown no indication of any malfunction that could have contributed to such injury.